Event description:
The manufacturer was notified of an event involving a crown prt aortic heart valve implant. The patient received a re-operation and the device was explanted. No additional information was received.

Manufacturer narrative:
Follow-up received from sales team on oct. 30, 2019 identifying no information was received regarding the event after several attempts to contact the site. Given the images received for the reported event the cause of the re-operation is likely a result of a structural valve deterioration leading to aortic insufficiency. However, based on the follow-up received no information is available regarding the reported event. Because there is no further information and no serial number was provided the manufacturer is unable to perform any device investigations at this time or verify any of the possible causes from the photo of the explanted valve. Therefore, the root cause of the reported reoperation cannot be determined.